Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Broken trigger confirmed complaint: trigger disconnected. Reinstalled trigger. Repair order 98466 1216677-2022-00165 wallach ultra freeze 900076 e-complaint-(B)(4).

Event description:
Broken trigger confirmed complaint: trigger disconnected. Reinstalled trigger. Repair order (B)(4). 1216677-2022-00165 wallach ultra freeze 900076 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/17/2020 under wo (B)(4) and shipped on 04/30/2021. Manufacturing record review: DHR 278764 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the handle. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the pin holding the trigger assembly together was missing. A definitive root cause is not determined. However, the rtv used to hold the pin in place would have to have been removed or worn away during its uses since april of 2021. Corrective actions correction and/or corrective action the unit was repaired, tested and returned to the customer. No further corrective action is necessary. No further training is required. Was the complaint confirmed? Yes. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.